Event description:
Medtronic received a report that the surgeon used the rebar27 microcatheter to deliver the fr-6-30 stent. Upon entering the introducer sheath, resistance was encountered. Upon removal, the stent was found to be kinked. There was resistance during the procedure during delivery. The vessel was not tortuous. The resistance occurred at the catheter hub. Rhv was not lose during delivery. The sheath was secured in the hub of the micro catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of terminal internal carotid artery ischemic stroke.  Modified rankin scale (mrs) baseline score was 2, procedure score 0. National institutes of health stroke scale (nihss) baseline score 16, post procedure score 3. Baseline tici 1, post procedure 3. The IV was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 120 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis within its introducer sheath, in a dispenser coil, a sealed biohazard bag, and a shipping box. The reported rebar 27 catheter was not returned with the solitaire stent device. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No kinks or bends were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿stent stuck in catheter hub¿ complaint was confirmed, as the non-working length struts of the returned solitaire fr 6-30 stent device were kinked. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 27 catheter against resistance. The root cause of the resistance could not be determined. Possible causes include moderate vessel tortuosity, an incompatible or damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, the sheath not being fully seated in the hub, or a lack of continuous saline flush during delivery. In this event, the reported rebar 27 catheter was compatible with the solitaire fr 6-30 stent device as it has a labeled inner diameter (ID) of 0.027 inches, and a continuous saline flush was administered and maintained, ruling out an incompatible catheter and a lack of continuous saline flush during delivery as potential causes. Therefore, moderate vessel tortuosity, damaged catheter, failure to maintain the correct flush rate, rhv being loose during delivery, or the sheath not being fully seated in the hub could have contributed to the resistance complaint. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the resistance complaint could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance and kink was not determined. The resistance was at the cat heter hub. A continuous saline flush had been administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.